Event description:
It was reported that, "when looking over instrument in distribution office before sending to hospital, I noticed that the tip of the inner shaft was broken off. I am not sure when or where this occured but it makes the instrument unable to function."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the returned instrument was visually inspected and the distal threaded tip was confirmed to be broken. The broken fragment was not returned. Functional inspection: due to the distal tip breakage, the instrument is no longer functional. Device history review: dimensional verifications were performed on the distal portion of 13 draw rods in this batch and all were found to comply with specifications. Conclusion: the returned instrument was visually inspected and the distal threaded tip was confirmed to be broken. No anomalies that could be associated with the breakage were reported during the manufacturing of this batch. The instrument failure is believed to be the result of user-error. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft ". The surgical technique also states that "the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft". Excessive tightening could also result in the deformation of the instrument distal tip. It has been acknowledged that breakages of the instrument distal tip will occur due to the nature of revision surgery as well as the small draw rod diameter required to interface with a screw in the cervical spine. The reflex-hybrid revision driver draw rod tip is now made from biocompatible material to mitigate the risk of it remaining in a potential patient. The rate of failure and related severities are within thresholds levels.

Event description:
It was reported that, "when looking over instrument in distribution office before sending to hospital, I noticed that the tip of the inner shaft was broken off. I am not sure when or where this occured but it makes the instrument unable to function."